Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable since access vessel was partly stenosed (5mm) and severely tortuous. Moreover, both sides of internal iliac arteries were coil embolized and the iliac leg grafts were placed in external iliac arteries since there were common iliac artery aneurysms in both sides. After the contralateral iliac leg graft was placed, the sheath came out of the pt's body without noticing that bleeding was occurring. The amount of blood lost was about 2000cc. The pt's blood pressure dropped (it was 60-70 temporarily) due to bleeding, so the pt received blood transfusion (1820334-2010-00614). It was noted that right external iliac artery was ruptured when the main body sheath was withdrawn. Blood vessels above and below the ruptured part were interrupted surgically and femoral-to-femoral bypass surgery from contralateral side was performed. The pt's blood pressure recovered during the procedure, and the pt was fine.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.